Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities displayed middle of life battery voltage, with a charge time of 19.5 seconds. Elective replacement indicator (eri) was triggered. The device will be replaced.